Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: (B)(4). Investigation summary: the device was received for evaluation. Visual inspection under magnification reveals that the distal end of the upper jaw is bent. I tried to load an expressew needle into the gun and was unable to. There is something jammed inside of gun and the needle could not be loaded. This complaint cannot be confirmed for the reported failure of will not release. As this is a reusable device, it is possible that tissue debris was lodged inside the shaft at the distal end and without proper cleaning/ sterilization it becomes lodged in the gun and will not allow a needle to be loaded. A manufacturing record evaluation was performed for the finished device lot number on 12-18-2019, and no non-conformances were identified. No further information regarding the cause of the defect has been provided to help determine the actual root cause for this failure. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during a rotator cuff repair procedure, it was observed that the customer's expressew ii flexible suture passer device would not release the needle. During in-house engineering evaluation, it was determined under visual inspection under magnification that the distal end of the upper jaw was bent. Furthermore, an expressew needle was tried loading into the gun but was unable to as it appeared that there was something jammed inside the gun so that the needle could not be loaded. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.